Event description:
It was reported, the pt underwent an scs ipg pocket site revision due to experiencing discomfort from her pants rubbing against the scs ipg. Post-operatively, the pt stated the site felt much better. Follow-up identified the pt is experiencing procedural pain and is unable to determine whether or not the pocket site relocation resolved the issue. On (B)(6) 2013 follow-up identified the pt states the discomfort at the pocket site is much better.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.